Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris pot was in the collimator was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ displayed an "iris pot error". There was no adverse patient involvement reported.